Manufacturer narrative:
This is one event for the same pt involving three separate products; associated mdrs # 1225714-2013-02232, 1225714-2013-02233, 2937457-2013-00134.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2009 after the use of the product.

Manufacturer narrative:
(B)(4). This is one of three device reports for this event. The associated MFR report numbers are: 1225714-2013-02232, 1225714-2013-02233 and 2937457-2013-00134. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the event to be a sudden cardiac death.